Event description:
It was reported that this right ventricular (rv) lead was attempted 3 times due to dislodgement and placement difficulty. Dr (B)(6) complained that it acted like the legacy ingevity. The helix mechanism was unable to be extended smoothly. Another right ventricular (rv) lead was implanted. This device is expected to return for analysis. No patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted 3 times due to dislodgement and placement difficulty. Dr de la hera complained that it acted like the legacy ingevity. The helix mechanism was unable to be extended smoothly. Another right ventricular (rv) lead was implanted. This device has been recieved for analysis. No patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.